Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen was delayed in responding to the customer's touches. The customer's blood glucose (bg) level was 506 mg/dl and was addressed by a bolus via the pump. Reportedly, the cause of the elevated bg was unknown. The customer had manual injection supplies available for alternate insulin therapy.